Manufacturer narrative:
(B)(4). Vyaire medical was able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator failed troubleshooting and the final test due to an error message "zero flow not detected" being active. The ventilator was not outputting any volume properly. Bench testing revealed a malfunctioning turbine was creating the issue.

Event description:
It was reported to vyaire medical that the volumes on the ventilator were lower than expected. There was no patient involvement associated with this reported event.